Manufacturer narrative:
Sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: 100 ml/hr. Procedure: unk. Cathplace: unk. The pumps infused in 10 minutes instead of 30 minutes. Four pumps from the same lot number are reported to be involved. No adverse event.